Manufacturer narrative:
(B)(4). The complaint for a system error 2267 (air or fluid in set) was not confirmed. The root cause was undetermined. Baxter will continue to monitor for similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding a system error 2267 alarm that appeared on the home choice (hc) during fill 5 of 6. Gts explained the alarm and assisted the home patient (hp) to clear it. Gts reviewed proper procedures and advised the hp to call the peritoneal dialysis nurse in the morning. Product surveillance spoke to the hp's nurse, who said she had spoken to the hp regarding the alarm. Per rn, the hp did not have any injury or harm as a result of this incident. The hp had discarded the supplies after therapy, and the rn did not know the lot numbers. No allegations were made against any of the hp's dialysis products. Hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A follow-up MDR will be submitted if any additional information is becomes available.